Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described as surges) at the ipg pocket site with stimulation on. Reportedly, the patient is being very active lately. Patient also felt the ipg to be superficial. Subsequently, surgical intervention was undertaken where in the ipg was explanted, repositioned and replaced with another model to resolve the issue.